Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a used cvc catheter. The distal extension line appears to be severed at the luer hub, but it cannot be determined without the sample to evaluate. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "to minimize the risk of cutting the catheter do not use scissors to remove the dressing". The report of an extension line luer hub separation was confirmed through examination of the customer supplied photo. The image showed the distal extension line had separated adjacent to the luer hub; however, the actual complaint sample was not returned for evaluation. The device history records did not reveal any relevant findings. The probable cause of the extension line/luer hub separation could not be determined based upon the information provided and without the actual complaint sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the extension line of luer-lock connection (brown head) broke.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the extension line of luer-lock connection (brown head) broke.